Manufacturer narrative:
Concomitant medical devices: 419588 lead; implanted (B)(6) 2012.

Event description:
It was reported that the wavelet withheld therapy for an episode of possible true ventricular tachycardia. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.